Event description:
This unsolicited serious injury device case was received from united states on (B)(6) 2013 from a consumer. The case involves a male pt (age not provided), who "could not walk without assistance"; knee pain was worse than before; developed bruising and swelling at injection site and very stiff knees and could hardly bend his knees whilst receiving synvisc one. The pt's medical history was significant for previous medical device implantation with synvisc one and had no problem. No past drugs, relevant concomitant medications and concurrent conditions were reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml, (frequently, route of administration, batch/ lot number and expiry date: unk) into both knees for osteoarthritis. It was reported that the pt had osteoarthritis of both knees and the knees were bone on bone. After receiving synvisc one injection, the pt was fine and was able to walk out of doctor's office on his own. However on (B)(6) 2013, when the pt woke up in the morning, he could not walk without assistance and the pain was worse than he had before the shots. There was bruising and swelling at injection site and knees were very stiff, so much that he could hardly bend his knees. It was reported that the pt borrowed a walker. The pt started applying ice packs to both knees and elevated his knees. On contact with the doctor, the doctor advised him to take aleve and that such condition might last a day or two. Action taken: no action taken. Corrective treatment: the pt used ice packs and elevated his knees for the events of stiff knees, "pain was worse than before", bruising and swelling at injection site. Outcome for all the events: the pt reported that nothing had changed till (B)(6), 2013 (not yet recovered). Seriousness: all the events were assessed as medically significant. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who experienced abasia, joint stiffness and joint range of motion decreased whilst receiving synvisc one for an indication of osteoarthritis. Although, the role of device cannot be ruled out based on the device to event temporal relationship; however, their individual role cannot be assessed in isolation.